Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture and capsular contracture baker grade ii. The device remains implanted.

Event description:
Patient reported right side rupture and capsular contracture baker grade ii. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, opening, crease flat and wear abrasion. A microscopic analysis was performed which identify striated opening in the anterior and opening sharp in the posterior . A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: two striated opening in the anterior side assessed as surgical damage. A sharp edge opening in the posterior side assessed as unidentified (tear) opening.

Event description:
Patient reported right side rupture and capsular contracture baker grade ii. The device has been explanted.